Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated an inconclusive result for an integrated circuit. Hybrid analysis confirmed a low pacing amplitude anomaly. The high current failure that was reported by the returned products analysis (rpa) lab was not confirmed. The low amplitude was due to anomalous negative supplies and was isolated to the stacked chip scaled package (scsp). The failure cleared during scsp analysis and was unable to be reestablished. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received 5 inappropriate shocks due to oversensing. There was also no threshold, no pacing, and low and fluctuating impedances. It was noted that after the leads were disconnected from the device they tests normal, however, when they were connected back to the device the results were the same with no threshold, no pacing, and low impedance. The device was explanted and replaced. No further patient complications have been reported as a result of this event.